Event description:
Received medwatch uf/importer report (B)(4): customer reports that while transporting pt back to his room the inner cannula for tyco healthcare shiley lpc trach became dislodged. Customer report states the model and lot number for the specific device used in this incident are unk, because the device was discarded and not given to biomed.

Manufacturer narrative:
The ufr received did not confirm the exact size, only the model lpc of the tube associated to this report however, recall (B)(4) was initiated for model shiley 8lpc that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure. Multiple attempts have been made to collect further details surrounding this report. If new info is provided, a supplemental report will be provided.